Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a threadlike structure was found. During an afib procedure, mapping was performed with an octaray catheter. Because only one transseptal puncture was performed, catheter had to be removed from the patient and reinserted again for further mapping. When checking the catheter before reinserting for the third time, the physician noted that a threadlike structure was hanging from one of the distal spline electrodes. The physician stated there were no issues in inserting or maneuvering the catheter. The catheter had to be exchanged. There was no patient consequence.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report: this event was initially submitted under the incorrect device. Therefore, sections b5, d 1. Brand name, d 2a. Common device name, d 2b. Procode, d 4. Lot, d 4. Catalog, d 4. Expiration date, d 4. Primary UDI number, d 9. Device available for evaluation, g 1. Manufacturing site name, address, email, and site phone, g 4. PMA/ 510(k), h 6. Medical device problem code, concomitant product section, were updated to reflect the correct suspected device of the event. On 11-feb-2025, the product was returned to johnson & johnson medtech for evaluation. Johnson & johnson medtech then conducted visual inspection of the returned device. A photo was provided by the customer, and a foreign material was observed on the tip; however, during the visual analysis of the returned sample, no foreign material was found. In addition, a damaged electrode with a sharp edge was detected in one of the splines. A manufacturing record evaluation was performed for the finished device number lot 31444798l and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The potential cause of the electrode damage and foreign material could be related to the interaction with the sheath during procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a threadlike structure was found. During an afib procedure, mapping was performed with an octaray catheter. Because only one transseptal puncture was performed, catheter had to be removed from the patient and reinserted again for further mapping. When checking the catheter before reinserting for the third time, the physician noted that a threadlike structure was hanging from one of the distal spline electrodes. The physician stated there were no issues in inserting or maneuvering the catheter. The catheter had to be exchanged. There was no patient consequence.